Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) seal was peeling off. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for repair in new condition. It was reported that the downstream occlusion (dso) seal was peeling off. Evaluation of device found the dso seal was loose. The cause was not enough loctite was used during seal installation. The dso seal was replaced to correct the problem.